Manufacturer narrative:
The pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement tests. The pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads. There was no missing back o ring and or seal from inside reservoir tube noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the devices is cracked and after removing the reservoir, notice the o-ring missing. The customer's blood glucose level at the time of incident was 503mg/dl. The customer treated the high with manual injection. The customer states the crack is on top of the reservoir compartment. The customer was advised the pump would have to be replaced and returned for analysis.